Manufacturer narrative:
The device was evaluated the manufacturer and the reported failure could not be duplicated.

Event description:
It was reported that the drill was heating up. The account knew no further information surrounding the event.